Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient reported that throughout the night the cgm continuously displayed low glucose readings. No fingerstick bg comparison values were obtained during this time. The patient was asymptomatic and self-treated with juice and chocolate milk. On (B)(6) 2026, the cgm continued to display low glucose readings, while a fingerstick bg measurement showed an elevated value of nearly 500 mg/dl. At this time, the patient was also using a tandem insulin pump. The patient experienced symptoms including leg aches, abdominal pain, and headache. Due to these symptoms and discordant glucose readings, the patient was taken to the emergency room for further evaluation. Upon arrival at the emergency department, a bg meter reading was obtained and measured 277 mg/dl. The cgm was in a brief sensor error state at that time. The patient was treated with intravenous fluids. Approximately one to two hours later, the cgm resumed providing glucose values and displayed a reading of 69 mg/dl, while the bg meter continued to read 277 mg/dl. The cgm sensor was subsequently removed. The patient was discharged from the emergency department after approximately three hours, once her bg meter reading decreased to 230 mg/dl. Upon returning home, the patient inserted a new cgm sensor. At the time of this report, the patient was reported to be feeling well with no ongoing symptoms. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d and c zone of the parkes error grid on (B)(6) 2026. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.